Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient with multi-fragmental reversed pertrochanteric femur fracture was implanted on (B)(6) 2012 with lcp proximal femur plate. Four (4) months after implantation the plate was found broken. Patient was returned to the operating room on (B)(6) 2010 the hardware was removed and patient was revised to another lcp plate.

Manufacturer narrative:
DHR review found nothing that would cause or contribute to the reported incident. All product met specified requirements during manufacturing and release. No sample returned for evaluation. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.